Event description:
Rv lead oversensing on the day of implant. Afterwards there was no oversensing anymore, because the polarity was programmed to rvtip-rvcoil immediately. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).